Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the prialt which was removed from the pump appeared to be discolored, and was more of a ¿straw color¿ instead of being clear. The health care professional (hcp) was reportedly confident they were in the pump and not aspirating any pocket fluid, and got back the expected amount of fluid. The hcp also rinsed the pump with saline twice and got back the expected amounts again. Troubleshooting options were discussed with the reporter. The patient was not having any adverse symptoms. The reporter stated that they were still titrating the dose up so the patient did not have significant relief yet, but noted that this was not unexpected based on the low dose. No interventions had been taken and no cause of the discoloration of the medicine had been discovered yet. The patient ¿seemed to be doing fine¿ but had not reached a therapeutic effect yet. The pump was used to infuse prialt (ziconotide). No outcome was provided; additional information was requested but not yet received. If additional information is received, a follow up report will be sent.